Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that an ophthalmic viscoelastic device caused ocular hypertonia in patient. Procedure details and patient impact have not been provided. Additional information has been requested.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction or a serious injury. No further reports will be reported under mfg report num. 3002037047-2023-00007. The manufacturer internal reference number is: (B)(4).